Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency room due to high blood glucose of 559 mg/dl. Patient's other blood glucose value: 264 mg/dl. The customer experienced symptoms such as nausea. The device is not expected to be returned for analysis.